Manufacturer narrative:
This system was found in pump room in the morning during set-up. The user facility's biomedical engineer (biomed) tested the unit and found the a/c line loose in the plug. This site has removed the manufacturer's plug and applied a 20amp huble plug to accommodate what the site has in o/r. The biomed tightened the connection, tested the unit and it is now working correctly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user facility's biomedical engineer (biomed) stated the perfusion system base was not taking a charge. The customer did not use this system for any cases. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.